Manufacturer narrative:
Corrected data: section e1: country: the country should have been indicated as japan in the supplement. Additional information: section d9: device available for evaluation? Yes; returned to manufacturer on: feb 20, 2021 section h3: device evaluated by manufacturer? Yes. Device evaluation: the dcb00v device was returned in its original package at the manufacturing site for evaluation. Visual inspection using magnification was performed to the returned sample and the plunger and pushrod was not in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed slightly deformed. The lens was returned outside the preloaded device. No damage was observed to the lens. Based on the sample evaluation, there is no to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated, and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to be scratched when used. When the lens was set, sufficient water was injected from the hydration port. When the device was observed under the microscope, there was a scratch-like trace at the tip of plunger. It was indicated that the device/cartridge tip was not damaged. The account was under assumption that the lens was damaged at the tip of the plunger. The iol was removed and the procedure was successfully completed with a back-up lens. There were no surgical interventions such as vitrectomy, incision enlargement and or sutures required. There was a ten (10) minute delay in the procedure; however, no patient injury/health hazard issue was reported after the lens replacement. No additional information was provided.